Event description:
It was reported that the patient underwent a surgical procedure to replace the cuff component of their artificial urinary sphincter (aus) due to urethral atrophy as a result of radiation therapy; the cuff was unable to fully coapt the urethra. A revision surgery was performed in which all the components were removed and replaced. A smaller cuff was implanted. No further patient complications were reported.